Event description:
It was reported to boston scientific corporation that a polyform synthetic mesh was implanted during a bilateral sacrospinous fixation procedure performed on (B)(6) 2013. According to the complainant, on an unknown date after the procedure, exposure of the mesh within the posterior vaginal wall was noted. The patient required surgical excision of the exposed mesh for symptom relief and treatment with topical oestrogen cream. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. (B)(6). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.